Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in severely tortuous and mildly calcified posterior descending artery and arteriovenous of the right coronary artery. A 1.50mmx12mm emerge balloon catheter was advanced for pre-dilation. However, on the 1st inflation at 6 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.